Event description:
It was reported that pump displayed malfunction code and fault ID without any notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully reset it with no recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction code occurred again.